Manufacturer narrative:
(B)(4) - (handle stuck; unable to extend). A visual inspection of the suspect device found that the catheter sheath detached from the strain relief. The root cause of this failure is undetermined, but may be attributed to anatomical/procedural factors; the complainant did note that the polyp was in a location that was difficult to access. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
Note: the date of event is unk. It was initially reported to boston scientific corporation that a rotatable snare was used during a polypectomy procedure within the stomach. According to the complainant, during the procedure, the snare loop would not extend; it was reported that the handle was stuck. The complainant noted that the problem may have occurred because the polyp was in a location that was difficult to access. The procedure was completed with another rotatable snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; catheter sheath detached.